Manufacturer narrative:
The IFU states the following: warning! Hydrogen peroxide is corrosive concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle. Per the IFU, all items must be cleaned and thoroughly dried before loading into the sterilizer. Loads containing moisture may cause cycle cancellation.

Event description:
While removing the packaged load after a cancelled cycle in the sterrad 100nx sterilizer, a healthcare worker (hcw) experienced a skin reaction on the tips of her fingers. She noticed what looked like ice on the packaging of the load and touched it. The area of contact had a white discoloration. No burning was noted. The hcw flushed her hands with running water for fifteen minutes. The hcw did not seek medical attention and was not wearing ppe.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad 100nx system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100nx did not reveal a trend for h2o2 skin contact. Trending analysis for h2o2 skin contact issues associated to the sterrad 100nx did not indicate a significant trend. The shuma (system hazard and user misuse analysis) for h2o2 skin contact is reported "as low as reasonably practicable" (alarp). Asp recommends that the user reference the sterrad 100nx user's guide.